Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient had low voltage alarms and no external power alarms while connected to the mobile power unit mpu. The log files were submitted and reviewed by technical services noted that this event might be caused by the patient either disconnecting both leads to change over to battery power or the unit coming unplugged from the wall or the power cord coming loose from the mpu. Technical service recommended for patient to have a locking power cord. Low voltage alarms were also observed when patient was connected to battery which was caused by patient running the batteries below the threshold voltage.

Manufacturer narrative:
Evaluation of the submitted log files confirmed no external power alarms while the patient was supported by the mobile power unit; however, a specific cause for this finding and a direct correlation to the patient¿s mpu could not be conclusively established. The submitted log file contained data from (B)(6) 2018 through (B)(6) 2018. No external power alarms were captured on (B)(6) 2018. This appeared to be caused by a loss of ac power while the controller was connected to the mpu. The rsoc dropped from the expected ~12v down towards ~0v over the course of 4 seconds. The system operated on the backup battery (ebb) until the power to the mpu was restored. No additional atypical alarms were captured for the remainder of the file. The pump speed did not drop below the low speed limit of 5400 rpm for the duration of the file, including the no external power events. Additional information was provided stating the patient had not returned for evaluation of the low voltage alarms. The mobile power unit was not returned for analysis and remains in use. The hmii patient handbook addresses all alarm conditions including no external power alarms and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.